Manufacturer narrative:
A copy of device memory was sent to boston scientific technical services for analysis. Stored episodes around the time of death showed very unstructured signals with wide qrs complexes. Ts noted some small physiologic signals where not sensed, however the undersensed signals were not indicative of a cardiac arrhythmia. Ts memory analysis concluded the patient death was not likely related to a device deficiency. There is no evidence of a device malfunction. The undersensing appears to be related to renal failure causing low amplitude signals. At this time, the device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device had been hospitalized for renal failure. While in the hospital, the patient had ventricular fibrillation (vf). It was reported the device undersensed the arrhythmia. Due to the undersensing, the device did not deliver therapy, and the patient died.

Manufacturer narrative:
It is unknown whether the device will be returned for analysis. This report will be updated if additional information becomes available.

Event description:
--